Manufacturer narrative:
.

Event description:
The consumer reported blood in their urine for the first time ever. It was stated it was after the device was put in. It was noted they were in an advanced evaluation that started on (B)(6) 2016. Additional information received from the healthcare provider indicated that the blood in the urine was caused from the patient self -catheterizing. The blood in the urine was resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.